Manufacturer narrative:
Concomitant product(s): product ID: 8709 lot# j0058181r, implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 02-feb-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back syndrome. The date of the event was unknown. It was reported there was a buildup of granulomas the end of the catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.